Event description:
Patient reported "right-side exchange from textured to smooth breast implant due to the patient¿s concern with the product". Healthcare additionally reported upon removal capsular contracture, baker grade unknown. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified; fold creases, wear abrasion, yellow particles, weight within specification. After autoclave cycle was identified: cloudy gel and bubbles in gel. Based on the device analysis the final assessment is: no issues found related with the manufacturing process. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.